Manufacturer narrative:
Other relevant device is: expiration date: 2018-05-04, (B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: etlw1616c93e, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a preoperative abdominal aortic aneurysm rupture. It was reported that approximately two months post index procedure the patient experienced left leg pain. A CT revealed that there was a clot in the left limb of the endurant ii stent graft that extended to the level of the endurant ii stent graft bifurcate. The physician elected to perform a thrombectomy in the left common iliac limb and implanted another manufacturers 14 mm self-expanding stent in the left common iliac artery. The event was resolved. Per the physician the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.